Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Technical services (ts) reviewed and stated that this device should be replaced soon and send for analysis. The health care professional (hcp) stated that the patient was symptomatic to safety mode settings. The plan was to have this device replaced soon. This device remains in service. No adverse patient effects were reported.